Event description:
Upon completion of an endovenous laser ablation procedure, it was noticed that the distal tip of the laser fiber was missing. The tip was located in the patients leg approximately 2 cm from the puncture site and removed through a surgical incision. No further patient impact was reported.